Manufacturer narrative:
The svc rep removed and replaced monitor. Monitor now works. Verified system is operating as intended.

Event description:
The customer reported the left monitor is black with no image. There was a pt involved, but no injury occurred.